Manufacturer narrative:
H3, h6: the provided information indicated that the device was intact at the time of surgery and damaged during removal. There was no mass loss and the furrows were still visible on the surfaces. Some in vivo damage, such as the imprints of the pockets and slots, was present. However, the large piece of core that was dislodged from a lateral view likely occurred during the reported extraction damage as this did not appear consistent with any known in vivo damage. Based on the inspection of the retrieved device and in conjunction with the provided information it was determined that the device was intact at the time of removal, the device did not fail in vivo. In the absence of clinical data or radiographic images, it was not possible to determine cause for removal of this device. Although tissue samples were collected for microbiological analysis, lab results regarding the presence of infection were not provided so it is unclear if infection may have been present or contributed to the failure of this procedure after an unknown length of time.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances. Additional information has been requested.

Event description:
It was reported that an m6-c artificial cervical disc was removed.